Event description:
It was reported that during an arthroscopic procedure using a procise max plasma wand, the wand clogged after 1-2 minutes of use. The physician ultimately switched to a bovie pencil to complete the procedure, which lead to a 5-10 minute surgical delay. No pt complications were reported as a result of the event.

Manufacturer narrative:
The pt's age and gender were requested but were not received.